Event description:
It was reported that at the user facility in the sterile processing department the device was found with the a broken tip. No medical intervention and no adverse consequences were reported with this event. As this event did not occur during a procedure, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility in the sterile processing department the device was found with the a broken tip. No medical intervention and no adverse consequences were reported with this event. As this event did not occur during a procedure, there was no patient involvement and no delay to a surgical procedure.